Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device failing was confirmed. Based on the investigation details, the likely cause was problems with the attachment fit or a gritty rotor bearing. The motor housing, rotor, and bearing were replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that during a back surgery the drill became extremely hot and the surgical staff immediately smelled something burning within the handpiece. There was no patient or user injury, and the case was completed successfully.